Manufacturer narrative:
(B)(4). Additional information: based on the available information, it seems that the active electrode has been slightly damaged, possibly due to an external impact. However, the patient has 8 functional channels, the device remains implanted and in use. The patient will be monitored by the clinic. Should additional relevant information be received, the complaint can be re-opened.

Event description:
The patient was seen for programming. Channels one to four were seen to have status hi impedance. There is no decline in performance. No reports of trauma or illness. The patient was seen by her surgeon on (B)(6) 2016. As the patient seemed to be doing well in the latest appointment, there are no plans for re-implantation at this time. The patient will be seen for follow-up in 2-3 months.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seen for programming. Channels one to four were seen to have high impedance. There is no decline in performance. No reports of trauma or illness. The patient will be seen by her surgeon.